Manufacturer narrative:
B3: date of event - used the aware date since no exact date provided.

Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in a fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, there was a difficulty encountered while threading the balloon on the wire and a hole was noted in the balloon when it was inflated. The device was withdrawn normally, and procedure was completed with another of the same device. No patient complications were reported.